Manufacturer narrative:
(B)(4). Method: the complaint device was not returned, however 12 sealed rt268 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the customer's description of event and evaluation of the 12 sealed rt268 breathing circuits and our knowledge of the product. Results: the swivel elbows and swivel wyes of all 12 returned rt268 breathing circuits were found fully assembled. Conclusion: without the complaint device, we could not determine what caused the rt268 swivel to disassemble. The infant swivel is assembled using a machine to ensure a consistent tightness of connection. The rt268 infant dual-heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt268 circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuits also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.'

Event description:
A distributor in hospital reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the rt268 infant dual-heated evaqua2 breathing circuit swivel was found disassembled. There was no reported patient consequences.